Manufacturer narrative:
Investigation: bd has not been provided with photos or samples for catalog 301942 lot 1811192 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR showed no indication of the alleged defect.

Event description:
It was reported that before use of the syringe s2 5ml 22ga 1-1/4in bd china there was an issue with foreign matter. The following information was provided by the initial reporter, translated from chinese to english: before taking the medicine, the syringe's package was opened. When the nurse checked the syringe, a black foreign matter was found in the syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the syringe s2 5ml 22ga 1-1/4in bd china there was an issue with foreign matter. The following information was provided by the initial reporter, translated from (B)(6) to english: before taking the medicine, the syringe's package was opened. When the nurse checked the syringe, a black foreign matter was found in the syringe.